Manufacturer narrative:
Date sent to the FDA: 1/10/2021. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016. Mwr-07012021-0000873660 submitted for adverse event which occurred on (B)(6) 2016. Mwr-08012021-0000874110 submitted for adverse event which occurred on (B)(6) 2017. Mwr-08012021-0000874111 submitted for adverse event which occurred on (B)(6) 2019. Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a multiple revision surgeries on an unknown dates. It was reported that she experienced undisclosed injuries. No additional information was provided.